Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia after dinner and ice cream despite taking insulin, with reported blood glucose values exceeding 400 mg/dl and a current blood glucose value of 326 mg/dl. The customer has type 1 diabetes and treated the high blood glucose with manual insulin injections using syringes. The customer reported nausea and sought medical care at an emergency department where IV hydration was provided and the stay was less than 24 hours. The event involved product(s) unk_reservoir, unomedical, mmt-1884. The insulin pump was reportedly in use within 48 hours prior to the event. Troubleshooting was offered but declined further. No further customer complications were reported. No product replacement or return was required for unk_reservoir, unomedical, mmt-1884.